Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.